Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, headache and depression. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), abdominal pain lower ("cramping"), emotional distress ("emotional distress"), menstruation irregular ("unusual periods/unusual bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and thyroid disorder ("thyroid disorders"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, abdominal pain lower, emotional distress, menstruation irregular, dysfunctional uterine bleeding and thyroid disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, dysfunctional uterine bleeding, emotional distress, genital haemorrhage, infection, menstruation irregular, pelvic pain and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received. New event thyroid disorders was added. Cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, headache, and depression. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menstruation irregular ("unusual periods/unusual bleeding"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), emotional distress ("emotional distress") and thyroid disorder ("thyroid disorders"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, dysfunctional uterine bleeding, menstruation irregular, autoimmune disorder, infection, emotional distress and thyroid disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, dysfunctional uterine bleeding, emotional distress, genital haemorrhage, infection, menstruation irregular, pelvic pain and thyroid disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: there are bilateral essure implants identified in good position with complete occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Lot number added. Reporter information, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, headache and depression. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menstruation irregular ("unusual periods/unusual bleeding"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), emotional distress ("emotional distress") and thyroid disorder ("thyroid disorders"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, dysfunctional uterine bleeding, menstruation irregular, autoimmune disorder, infection, emotional distress and thyroid disorder outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, dysfunctional uterine bleeding, emotional distress, genital haemorrhage, infection, menstruation irregular, pelvic pain and thyroid disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: there are bilateral essure implants identified in good position with complete occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, headache and depression. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), abdominal pain lower ("cramping"), emotional distress ("emotional distress"), menstruation irregular ("unusual periods") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy, unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, abdominal pain lower, emotional distress, menstruation irregular and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, dysfunctional uterine bleeding, emotional distress, genital haemorrhage, infection, menstruation irregular and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: dysfunctional uterine bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.